Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a cracked case. The patient's blood glucose at the time of incident was 280 mg/dl. Troubleshooting was initiated for the physical damage. The cracked casing was located on the reservoir compartment. The pump was not bumped or dropped. The drive support cap was sticking out. The customer was unsure of how the damage occurred. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. The insulin pump also had cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.